Event description:
The or reports that the "break away" tags on the solera spine screws do not always break off without leaving remnants of the tag on the screw. Apparently when the scrub places the screw driver on the screw it initiates the break away of 2 pieces of blue material that are given to the rep. The rep has to account for these with their company. The scrub found a small piece of this blue material (later discussion confirmed that it was white, not blue) still retained in the ridge of the screw. She removed it. There was no impact to patient care. The scrub also mentioned that the neuro pa has also seen remaining remnants. Note: this activity occurs prior to giving the screw to the surgeon for implanting in patient.